Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 218 mg/dl.

Manufacturer narrative:
The device was received not deployed. The data showed that the device delivered 44 pulses, 34 of which were first prime. A rotational sensor malfunction was observed in the download data, but no timeouts, drive stalls or alarms were observed. The device was reset, paired to a master pdm and asked to deliver a 5u bolus. The rerun data saw similar rotational sensor malfunctions. Inspection of the needle mechanism found no damages or deficiencies that would have caused the device not to deploy. The drive mechanism was inspected and contamination was observed on the commutator cap. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The contamination on the commutator cap caused the rotation sensor malfunctions, which ended first prime earlier than expected, which is why the device did not deploy.